Event description:
Event description guidant received information that during an elective device replacement procedure, after delivering a 17 joule shock, the shock impedance measurement was less than 20 ohms. The shock lead impedance test (slit) prior to the induction was 40 ohms. The rate/sense portion of this lead had been found to be fractured and was taken out of service.